Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2019 with the following findings: a review of the alarm history showed call service 064 alarms. No data was found in the black box related to the call service alarm. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump cover was removed and no evidence of moisture or damage was found. Unrelated to the original complaint, the display was dim and pink, and the battery compartment was cracked below and above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.